Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information from this patient's physician indicating that 2 years and 1 month post implant of this bioprosthetic aortic valve in a pediatric patient, this valve was replaced valve-in-valve. The procedure took place with an attendant open-heart glenn procedure because this valve had degenerated, resulting in severe regurgitation. Six months post-implant, moderate insufficiency was detected; prior to the replacement procedure, the patient's symptoms included fatigue. It was reported that the patient's condition improved following discharge. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.